Manufacturer narrative:
Technical support (ts) asked the customer to check the org closet, but the customer did not know where the close was nor did she have access to such closet. The customer's it will check out the close and reach out again. The customer reported later that the issue was resolved by powering the uninterruptible power supply (ups). When they went into the closet, the org was off and the ups was off. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: transmitters: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) is in communication loss (comm loss) with 7 telepacks. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with 7 telemetry transmitters. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with 7 telemetry transmitters. Technical support (ts) asked the customer to check the org closet. They found that the org and the uninterruptible power supply (ups) were both powered off. Powering up the org and ups resolved the issue. No patient harm or injury was reported. Investigation summary: the customer performed troubleshooting measures to include inspection of the closet finding that the org and ups were powered off. The customer powered on the ups and org. The staff confirmed this resolved the reported issue. No parts were replaced, and there was no evidence of nk device malfunction. A review of cns serial number found that no recurrence of this issue was reported. Based on the available information the root cause is a facility power outage.